Event description:
It was reported that the 2.5 x 18 mm xience v could not pass the lesion and the stent struts became flared. A 2.5 x 23 mm non-specified stent was implanted to treat the lesion successfully. No adverse patient effects were reported. No additional information was provided. Returned device analysis noted blood in the balloon, inflation lumen, and hub indicating a possible hole/tear in the balloon.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system noted contrast in the balloon, in the inflation lumen, and in the hub, which consistent with handling and preparation for use. The stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameter measurements met manufacturing criteria. There were bent struts on the first two rows at the distal end of the stent implant, thus confirming the complaint. In this case, since there was no damage noted during inspection prior to use, it is most likely that the damages to the stent implant occurred as a result of interactions with the reported mildly calcified lesion. There was a slight kink in the soft tip 1mm distal to the clear gap, and multiple bends throughout the hypotube. Since these damages were not noted during the inspection prior to use, or included in the incident complaint, they most likely occurred during the procedure or as a result of handling, packaging, and shipment back to abbott vascular for analysis. There was blood in the balloon, in the inflation lumen and in the hub, which may suggest a possible leak. An indeflator filled with water was used in an attempt to inflate the balloon to rated burst pressure (rbp), but the balloon did not inflate due to dried blood and contrast in the inflation lumen. After the device was left pressurized for five days, the blood and contrast in the inflation lumen did not dissolve and the balloon could not be inflated. Follow-up information received from the account stated that after the procedure while checking the device, the staff made suction (with an indeflator) on the device. In this case, it is possible that the blood and contrast found in the device was transferred from the indeflator, however this cannot be confirmed. The inability to advance / cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents; and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. In this case, the lesion was described as mildly calcified, which may have contributed to the reported failure to advance/cross the lesion. It was reported that the device was not prepped prior to use. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to prepare the device by removing all air from the balloon and displacing it with 60% contrast medium (diluted 1:1 with normal saline) prior to inserting into the body. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported difficulties. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch filing, additional information was received stating that the lesion was mildly calcified and that the device was not prepped prior to use.